Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The customer reported replacing the tube which was leaking and the customer cancelled the service visit for this event. The hematology technician at the customer's laboratory confirmed that the leak occurred from the tubing through pinch valve pv37 as indicated in their laboratory log book. The issue related to the tubing was not mentioned but the laboratory log book indicated that the instrument ran startup and shutdown without any further leaks following replacement of the tubing. Failure mode of the event is attributed to the tubing through pinch valve pv37. (B)(4).

Event description:
The customer reported 5 ml of bluish fluid leaked from under the right side of the lh 500 hematology analyzer. The customer discovered the leak while troubleshooting for latron control out of range with a beckman coulter customer technical support (cts) over the phone. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.